Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, patient's status was alive. No adverse event to the patient as a result of the malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, while vaginal cuff closure, 2 devices were used. Suture had been opened or removed from the packaging just prior to use. Needle had difficulty to toggle. The physician stated needle and suture fell out of the jaws of the patient¿s cavity when doing a device closure running stitch and both devices were retrieved with grasper. He stated that time was extended about 30 minutes as this happened twice. Regular suture was done to close the cuff.